Event description:
It was reported that "upon explant of the short gamma nail we realized the nail had fractured through the lag screw hole. The fracture headed; however, the nail was broken."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.